Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges have broken at the luer lock connection. Reportedly, the luer lock "snapped". The contact stated that the damage was most likely due to the tubing being pulled as the customer plays sports. The customer's blood glucose (bg) level was over 400 mg/dl with moderately high ketones. A new cartridge was successfully loaded to address the event and a bolus was delivered to address the bg level.